Manufacturer narrative:
On april 20, 2023, distributor provided the following information: pump history did not show the reported unexpected reset; however, multiple cartridge alarms were observed. During troubleshooting, multiple cartridge alarms occurred while loading a new cartridge. Correction: h6 - code 2959 removed, code 1384 added correction: h6 - code 2959 removed, code 1384 added.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Customer¿s blood glucose level was 220 mg/dl. No additional information was provided.